Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. Pump did not pass sleep current test due to moisture damage found on pcba 2. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and moisture was found on pcba 2. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay texture damage and minor scratches on lcd window. In summary unable to confirm customers alleged high bg. Pump did not pass sleep current test due to moisture damage on pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 235 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1880, mmt-242a. Troubleshooting was performed, which included reviewing alarm history, performing a self-test, and a displacement test, both of which passed. However, the customer declined further troubleshooting. The customer was advised to discontinue pump use, revert to the backup plan per healthcare professional's instructions, and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-332a. The customer discontinued use of the insulin pump. Mmt-1880 was returned for analysis. No product return is required for mmt-242a.